Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a malfunction occurred. The lesion was located in the right coronary artery. During introduction of the taxus liberte' 2.75x12mm drug eluting stent, an extra thin plastic sleeve was noticed on the catheter. This device was exchanged for another taxus liberte' stent to complete the procedure. No patient complications occurred. This product is only ous approved, but it is similar to a marketed us device.